Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after surgery, grade 2 skin integrity was found. Patient had blister with whitening cracking of the skin.